Event description:
A healthcare professional reported that the anchor of the xtra-silent nite slide-link sleep appliance broke off. The patient started using the appliance on (B)(6) 2024 and reported that the anchor of the appliance broke off when using it for the night on (B)(6) 2024 and discontinued using device. Provider states that the patient did not suffer any harm or injury from the incident, and no information was provided on how the device was maintained. No other issue was reported.

Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information h11 (additional manufacturer narrative): in the previous reported it was mentioned in h11 section that the non-visual device investigation was done, was incorrect. The device was visually inspected and the investigation findings were updated in the previous report. The manufacturer internal reference number is: (B)(4).